Event description:
It is reported that the hip stem was implanted in 2006, through a 2-incision approach and the .5mm under reaming technique. A small proximal calcar fracture was observed. The stem is stable and remains implanted.